Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the journal of clinical medicine titled ¿superior capsular reconstruction using an acellular dermal xenograft or allograft improves shoulder function but is associated with a high graft failure rate¿. The study reviewed twenty-two (22) patients who underwent shoulder procedures using arthrex fibertak devices. Four (4) patients were documented to have had rotator cuff lesions resulting in a revision procedure during the thirty-three (33) month follow-up period. Ref: hinz, m., et al. (2024). "Superior capsular reconstruction using an acellular dermal xenograft or allograft improves shoulder function but is associated with a high graft failure rate." J clin med 13(16).